Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer stated that they did a cap survey in february and no organisms were isolated from the bottle. The cap survey report was sent to the customer in may, at which time the customer learned that the intended cap microorganism was mycobacterium kansasii. Customer stated that the cap report shows that only 68% recovered mycobacterium kansasii, but that the cap report does not break results down by systems. The customer's laboratory treats the cap samples like their other specimens. The samples are first decontaminated, then 0.5ml of antibiotic supplement and 0.5 ml of specimen was added to the bottle and loaded on the instrument immediately. The cap sample was inoculated to solid media, bottles, and slides. The slides were positive, but the solid media (lj slant) and the bottle did not show any growth. The customer re-stained a sample from the negative bottle and the slides were negative, but did not subculture the bottle. A second bottle was set up, but it also was negative. The laboratory incubates mycobacterium cultures for 42 days. The summary results from the cap survey provider state they did not grade challenge e1-02 for m. Kansasii because there was a lack of consensus among the participants. A review of the manufacturing direction was not able to be performed as the customer did not provide a lot number for bact/alert® mp bottles used. The bact/alert® mp instructions for use (IFU), document number 9309027 a 2014 12, was reviewed on 24aug18. The following information is stated under the limitations of the test section: many variables involved in mycobacterial testing cannot be practically controlled to provide total confidence that results obtained are due solely to proper or improper performance of any culture medium or detection system. 1. Cultures obtained for primary diagnosis after initiation of antimicrobial therapy may produce negative results. 2. Recovery of mycobacteria in the bact/alert® mp bottles is dependent on the quality of the specimen collected, the numbers of culturable organisms in the specimen volume, and the method of processing. Adherence to procedural instructions is critical for optimum recovery of mycobacteria. 3. Organisms are often few in numbers. Collection of specimens over three consecutive days is generally recommended. 14. The antibiotic supplement, although necessary for the testing of most specimens, may inhibit the growth of some mycobacteria. 15. False negative rates from biomérieux's clinical evaluation were 0.2%. Performance characteristics of the test seeded studies were performed using the following organisms at levels of <= 106 cfu/bottle and <= 102 cfu/bottle. Table 1. M. Kansasii (2 strains) microorganism inoculum (cfu/bottle) <= 10 to the 6th power time to detection (days)* bact/alert mp (plastic) 7.4 - 8.8 microorganism inoculum (cfu/bottle) <= 10 to the 2nd power time to detection (days)* bact/alert mp (plastic) 13.1 - 15.0 * each organism was tested with mb/bact antibiotic supplement. Testing was performed for single bottles at<= 10 to the 6th power and in triplicate at <=10 to the 2nd power. The IFU provides sufficient information regarding false negative results. Product return was not requested. Visual inspection of bact/alert® mp retain samples was not performed since the customer did not provide the lot number. On 29aug18, the cross functional team (cft) consisting of gcs, research & development (r&d), quality, and industrialization met to discuss the nature of this complaint and the details provided by the customer surrounding the event. The team used brainstorming to determine a root cause based on the information obtained from the customer, the cap report and trending. Surveys can be difficult to perform for mycobacteria as the simulated sputum is very sensitive to the decontamination process. The decontamination needed for a real sputum specimen is harsh and can be too much for the simulated specimen used in surveys. The failure to grow on solid and liquid media as reported by the customer and the fact that 31.8 % of the survey participants failed to recover the organism may indicate a weakness in the survey provider's sample or isolate. A review of the trending of complaints found the complaint to be an isolated incident. The most probable root cause was determined to be the cap survey sample. A historical trend has not been identified during the review period for CAPA and deviations.

Event description:
A customer in the united states notified biomerieux of discrepant results associated with bact/alert® mp (reference (B)(4)). The customer reported that they performed a cap survey in (B)(6) 2018, and the report for the cap survey came back in (B)(6). They failed to grow kansasii (negative result), and no organisms were isolated from the bottle. The cap report showed that (B)(6) recovered the organism but it does not break the percentage down by system. There was no patient involved with this sample. An internal biomérieux investigation will be initiated.